Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer. The rse provided the customer a replacement speaker to resolve their issue. Good faith effort (gfe) attempts confirmed a speaker inop. Message was present; however, sound unknown. The rse provided the customer with a replacement speaker to resolve their issue. No further investigation or action is warranted at this time.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. A philips remote service engineer (rse) spoke to the customer and determined the speaker was faulty and needed to be replaced. A replacement speaker assembly was ordered and shipped to the customer to resolve the issue. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported a faulty speaker inoperative message was present. Sound was unknown to be present. The device was not in use on a patient at the time of event, there was no adverse event reported.